Manufacturer narrative:
Customer name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video system center had error e333. The event occurred during inspection for use. There were no reports of patient harm.